Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 90mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump failed the displacement test with 163 units remaining on status screen. The insulin pump alarmed motor error during rewind due to motor encoder out of phase. The insulin pump has cracked reservoir tube lip.